Manufacturer narrative:
Examination of the returned set screws revealed indentations were present on the contact surfaces indicating that contact with the rod had occurred. Review of the device history record confirmed the lot met specification requirements when released to stock. No other complaints have been reported for this production lot. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports the left side of the construct had been previously removed due to a broken screw. See mfg medwatch report #1526439-2010-00106. The right side of the construct was left in place. Regarding this event, it was reported that construct loosening occurred and the rod on the right side of the original construct had moved into the cerebellum. Revision surgery was performed to remove the construct. The pt is reported to be doing well with no further consequences.